Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and was able to confirm guidewire issue but could not confirm muscle stimulation. Analysis indicated that a plug of dried blood/body fluid was noted in the lumen however, x-rays showed no issue with the lumen. The guidewire insertion test was not successful due to blood or body fluid infiltration. The lead then passed all other tests.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unable to track the guide wire and the patient had muscle stimulation. The lv lead was then replaced in mid-lateral branch. Additional information obtained indicated that the patient required a reoperation to implant a new lead as the field representative was unable to program around the phrenic stimulation. This lv lead is no longer in service. No adverse patient effects were reported.